Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that potential undersensing was noted on the right atrial (ra) lead. Lead dislodgement was also noted. The lead was revised and remains in use. No patient complications have been reported as a result of this event.